Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the line cord to be damaged, and pump too weak. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device tank was filled with water, temperature check attached, line cord plugged in, and device powered on. The customer reported complaint was unable to be confirmed, as the float switch did not alarm. The reported problem could not be duplicated but the water flow from the pump was weak. The problem source has been determined to be a faulty pump due to manufacturing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the unit gave a constant fill alarm; needs more fluid. This occured even when the chamber was full. There was no patient involvement. The product problem occured during set up.